Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the customer reported that continuous leakage was found. Another set was used to complete the procedure."

Manufacturer narrative:
(B)(4). The reported complaint of the catheter leaking was confirmed based on the evaluation of the sample received. The customer returned one flat filter, one catheter adapter, and an epidural catheter. Visual examination of the returned catheter revealed the catheter appears used as biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the catheter is damaged at approximately 27.8cm, via calibrated ruler, from the proximal end. The extrusion appears to have a cut/hole. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 27.8cm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
It was reported that: "the customer reported that continuous leakage was found. Another set was used to complete the procedure."